Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of low blood glucose readings from the reservoir. Last night, the customer's blood glucose reading was 26 mg/dl at 10pm. The customer received a no delivery alarm and had blood glucose of 31 mg/dl. The customer stated that the issue occurred over the last few weeks. The customer stated that she attempted to prime and insulin was not coming out of the end of the connector but rather the base. The customer is currently on manual injections. The customer will be sent replacement reservoirs.